Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Additionally, the right ventricular automatic threshold (rvat) test was in suspension mode. Low amplitude and undersensing was also observed. Bring the patient for evaluation was recommended. Currently, this product remains in service and no adverse patient effects were reported.